Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, mesh fiber grainy exposure (grade 1) occurred in the middle of the vaginal stump. Oral treatment with estriol was performed on (B)(6) 2017 and also fibrous mesh removal was performed in the outpatient department. On (B)(6) 2018, mesh exposure occurred in the vaginal stump middle posterior vaginal fornix. Reportedly, it was not enough to be removed, so it was treated by taking estriol orally. Treatment was being continued and there was no sexual pain felt.